Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator, that the patient describes hearing intermittent beeps from controller, but no alarms on the controller. Patient stated it sounds like the power connection beep. It was further stated that the patient had removed certain batteries from service recently and it seems to happen with port 2 and hearing of intermittent beeps about 2 months ago. At that time, the batteries were identified and a complaint was filed. It was said that the controller was not dropped or damaged. No additional information provided. Investigation is ongoing.